Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire coating peeled off. A 035/260/1 amplatz super stiff guidewire was selected for use. However, it was noted that the coating on the tip of the guidewire peeled off. The device was completely removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported.